Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. The crt-d was also in safety mode. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported. The crt-d is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.